Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: device evaluated by MFR: device evaluation: visual inspection also found a tear on the lens optic. Should have been included in supplemental #1 claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo_12.6, -9.5/3.5/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged for shorter length lens due to excessive vault. This exchange resolved the problem.